Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Final analysis found the lead missing its header/helix as received. The inner coil was not welded to the shaft.

Event description:
This report is to advise of an event observed during analysis.